Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the physician deployed the clip onto the tissue however, the clip failed to release from the catheter. The physician "wiggled" the clip until it released from the catheter and the site. The clip was left in the patient to pass naturally. It was reported that there was no damage to the tissue or additional bleeding caused by this event. In addition, the anatomy was tortuous and the scope was not in a retroflex position. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.